Event description:
A customer reported to olympus, they suspected a blockage of evis exera iii gastrointestinal videoscope because it would not pass through processor. There was a red color foreign material inside the nozzle. The event occurred during reprocessing. The intended procedure was a diagnostic endoscopy. The procedure was completed without delay. There was no additional treatment required or reported patient harm associated with this event. There was no positive culture involved. During incoming inspection, it was determined foreign material came out of nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of air/water nozzle having a blockage was confirmed. In addition to evaluation in event, due to nozzle clogging, amount of water contact did not meet the standard value. Due to damage on channel tube, water tightness was lost. Adhesive was peeling on bending section cover. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of lock engagement lever, up/down knob could not be locked securely. Adhesive around objective lens had wear. Light guide lens had a chip. Adhesive around light guide lens had wear. Plastic distal end cover had a scratch. Adhesive on bending section cover had a crack. Right/left knob was deformed. Reprocessing of subject device the subject device received a bedside clean and manual pre-clean. The user facility was unable to reprocess due to a blockage in the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although the foreign material was found to be red in color and presumed to be due to improper reprocessing. Reprocessing was likely abandoned at leakage which is not a deviation from the instructions for use. The instructions for use state to contact olympus incase leakage is detected in the following: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.